Manufacturer narrative:
The reported event of crm 7002001448 - error codes 13-1201-512 and 13-1077-227 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the device displayed error codes 13-1201-512 and 13-1077-227 during patient treatment in the radiation area. The device was taken to biomed and the biomed engineer was unable to replicate the error even after the unit was removed from the radiation area. The biomed engineer stated that he is aware that radiation may cause the pump to alarm with the error code. There was no report of patient harm.